Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a cryo ablation procedure, the patient returned to the hospital with symptoms similar to ones they had prior to the ablation. A minimal pericardial effusion was observed on echocardiogram. No intervention was needed. The case was completed with cryo. No further patient complications have been reported as a result of this event.